Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that no image was transmitted through the digital output of his olympus evis exera iii video system center. According to the initial reporter, this failure had no affect to any patients or procedures.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a worn-out socket connector was confirmed. The reported event was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely, the cause is related to a faulty/damaged digital output connector. Olympus will continue to monitor field performance for this device.